Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A medical technician reported suction was broken during lasik flap creation. Reporter indicated surgery was completed with the same interface cone, but the suction ring was exchanged. No patient harm was reported.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical issue can be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications. Potential contributing factor is patient eye movement. (B)(4).